Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced multiple peritonitis events (exact number of episode was not reported. The cause of the events was not reported. It was not reported if the patient was hospitalized for the reported events. On an unreported date, the patient was treated with an ¿unspecified bactericidal drug¿ intraperitoneally (drug name, dose, frequency and duration not reported) for peritonitis. Action taken with dianeal therapy at the time of the events was not reported. At the time of this report, the patient had not recovered. No additional information is available.